Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
This report pertains to a dreamwire manufacturer report# jagwire revolution 3005099803-2020-05391 used during the same procedure. It was reported to boston scientific corporation that a jagwire revolution and a dreamwire guidewire were used in the common bile duct during an endoscopic ultrasound (eus) guided rendezvous procedure on (B)(6) 2020. According to the complainant, during the procedure, a non boston scientific eus needle went through the stomach and gained access into the intrahepatic ducts. A dreamwire was used however no issues were reported with this guidewire. When trying to advance the jagwire revolution into the common bile duct to exit the ampulla the ptfe portion of the jagwire revolution detached in the left duct. The procedure was cancelled since access was lost while cannulating. Reportedly, patient went to ir (interventional radiology), but it was not primarily to remove the portion that detached but rather to perform percutaneous transhepatic cholangiography (ptc). The IFU for dreamwire and jagwire revolution states the following: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of the guidewire. The patient's condition at the conclusion of the procedure was reported to be fine.